Event description:
Patient received ems treatment for morning hypoglycemia multiple times over the last 60 days.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. The patient reported that his md is currently adjusting his insulin delivery rate. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release.